Manufacturer narrative:
Submit date: 05/16/2017. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. A functional test was performed on the sample and a leak was found at the cross spike connector. The reported issue was confirmed. A possible root cause can be due to a dimensional gap between the connector and tubing. A formal corrective and preventative action was implemented for this reported issue. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports that the kangaroo epump en plus spike with flush bag was leaking at the spike to the bag. No patient injury. No medical intervention required.

Manufacturer narrative:
An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 10-17-2016 that a customer had an issue with an enteral feeding pump set. Customer reports that the kangaroo epump plus spike with flush bag was leaking at the spike to the bag. No patient injury. No medical intervention required.